Event description:
Medtronic received information that during the valve-in-valve implant of a 26 mm edwards sapien transcatheter valve, the valve was implanted low into the left ventricle and blocked the left ventricular outflow tract (lvot) with a partial occlusion. Subsequently, the procedure was converted to surgery and the valve was explanted. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)